Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Precleaning was completed immediately after the procedure. During precleaning, water was aspirated through the instrument/suction channel with a suction pump until the aspirated liquid became clear. The air/water channel was flushed with air/water and the auxiliary water channel was flushed with water. All manual reprocessing accessories were without defect and manual cleaning was started within 60 minutes after precleaning. The scope was leak tested and performed according to the IFU. The detergent used for manual cleaning was mediclean forte manufactured by dr wiegert. The instrument/suction channel, suction cylinder, and instrument channel port was brushed and the air/water channel, instrument/suction channel, and auxiliary channel was flushed according to the IFU. Detergent was aspirated through the instrument/suction channel and a brush was inserted into the suction cylinder from the instrument channel. Manual disinfection was not done. The automatic endoscope reprocessor used was medivator advantage manufactured by medivator. Rapicide 1 was used as the detergent and rapicide 2 and pa was used as the disinfectant. Both were manufactured by medivator. The endoscope was stored in a drying cabinet and all removal parts were removed. The endoscope was not sterilized and olympus was not used for maintenance and repairs. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the device was working as intended and passed all testing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Upon review of the user¿s reprocessing practices at the user facility, it was determined that flushing was not performed for the air/water channel with mh-948 at precleaning, which is not accordance with instructions for use (IFU). The investigation was unable to determine the exact cause of the device testing positive for microbial contamination. However, it is likely that incorrect reprocessing at the user facility may have contributed to this failure. The instructions for use (IFU) addresses this failure. IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.

Event description:
The culturing was performed after a full cleaning, disinfection and sterilization (cds) process. The device was last repaired on 27dec2022. No channels were replaced as part of that repair. When the customer received the device back from the last repair, the customer did not complain about the scope being wet.

Manufacturer narrative:
This report is being supplemented to provide additional details, refer to b5.